Event description:
Turned pump on to start mivf, battery error message displayed. Removed pump from service, new pump used in the room. The battery reconditioned per manufacturer's recommendations on longstanding recall; device back in service.